Manufacturer narrative:
The associated complaint device was not returned for evaluation. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. We recommend that all re usable instruments be routinely inspected for wear/damage and replaced as necessary. Without the actual product involved our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that during surgery the impactor broke on routine primary knee implant impaction. Same item from second set used as replacement. Less than thirty minutes delay reported.